Manufacturer narrative:
Section g3: date received by manufacturer of the previous report was 05nov2025. Manufacturer's investigation conclusion: the reported event of driveline disconnects and no external power alarms were confirmed via the submitted log files. The reported event of the system controller not visually or audibly alarming was not confirmed. On 23oct2025, the submitted log file captured a no external power alarm due to both power cables being disconnected at the same time. The backup battery supported the system without issue during this event. Shortly after, the driveline was disconnected, and the controller was shut down. On 23oct2025, the controller was reconnected to external power and the driveline. The pump ramped up to speed as intended. This sequence of events occurred again twice on 24oct2025 and another time on 29oct2025. On 30oct2025, another no external power alarm was captured due to both power cables being disconnected at the same time. The alarm resolved when the white power cable was reconnected to external power and shortly after, the driveline was briefly disconnected before being reconnected. The backup battery supported the system without issue during this event. The pump operated as intended while the driveline was connected. The provided information indicated the driveline disconnects were due to patient non-compliance. The patient was not suicidal but was aware of their actions. The controller was not exchanged. Multiple attempts were made to obtain additional information regarding whether the controller has alarmed visually and audibly since the reported event; however, no additional information has been provided. The root cause of the driveline disconnects was determined to be due to user error. The root cause of the no external power alarms was determined to be due to user error in disconnecting both power cables at the same time. A root cause for the controller not visually or audibly alarming as intended was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnect and no external power alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that interrogation of the patient's system controller showed multiple pump off, driveline disconnected, low flow, and no external power events from 29oct to 30oct. The patient noted they did not see or hear any alarms during these events. Log files were submitted for evaluation. Log file review by tech services appeared to record a sequence of events on 23oct2025 indicating that the external power and driveline were intentionally disconnected which led to the controller shutting down, and that the alarm silence button was pressed during these events. Similar sequences of these events also occurred on 24oct2025 (controller shutdown @1448, driveline reconnected @1744), 26oct2025 (controller shutdown @0926, driveline reconnected 27oct2025 @1138), and 29oct2025 (controller shutdown @1504, driveline reconnected @1749). A no external power event was recorded on 30oct2025 @0706 with unusual voltages, suggesting an issue the patient cable. A driveline disconnect event was recorded on 30oct2025 @0708 and reconnected @0709. It was later reported that the patient's backup controller (B)(6) contained controller clock corrupt alarms from (B)(6) 2000. Since the controller clock resets to (B)(6) 2000 when power is lost, the clock corrupt alarm and loss of power occurred approximately 8 months and 7 days ago.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Corrections made to section h6. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the pump stop events were due to patient non-compliance and was aware of what he was doing. There were no adverse patient impacts from the reported events. None of the patient's devices were exchanged. The patient was admitted into care with volume overloaded due to not taking heart failure medication and was discharged on (B)(6) 2025.